Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. It was reported that "the patient was treated at home". The unspecified treatment is ongoing. Patient outcome is unknown. The pd catheter was removed and pd therapy was discontinued. No additional information is available.